Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device has been discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient suffered a complete occlusion of the superficial femoral artery roughly seven days following impella cp explant. Vascular consult was scheduled to address the condition. Flows were obtained by doppler and the patient was made do-not-resuscitate by their family two days later. Intervention was not performed and the patient expired. It is unknown if the complication contributed to the patient's passing.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined. B.2 added date of death as it was not reported on the initial manufacturer device report number 1220648-2024-23620. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23620 was submitted in accordance with updated procedures.